Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 6mm and approx 34mm proximal of weld site. The proximal section of j stiffener wire measures approx 54mm and has mirgrated down lead body approx 45mm proximal of weld site. Approx 5mm of the proximal end of the j stiffener wire which fractured approx 6mm and approx 34mm proximal of the weld site was rec'd protruding out of the outer polyurethane insulation approx 31mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.